Event description:
On (B)(6) 2011, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that on (B)(6) 2011 (times not specified) the patient obtained a blood glucose readings of '220, 114, and 194mg/dl', performed more than 20 minutes of each other. The patient's testing frequency is not known and it is not specified if the patient suffers from other health conditions. According to the csr's documentation, the patient manages her diabetes with an unspecified dose of glipizide; however, in response to the reported meter issue, the reporter claimed the patient consumed more/food and drink (time not known). Prior to the patient's action, the patient's blood glucose result (with the subject meter) is not known and it is not specified if the patient tested her blood glucose with another device. Subsequent to the alleged issue the patient allegedly developed symptoms of shaking, confusion, and weakness at an unknown time on (B)(6) 2011. Prior to the onset of her symptoms, it is not known what the patient's blood glucose result was with the subject meter. According to the csr's documentation, the reporter denied the patient received any medical intervention/ treatment after the alleged issue began. At the time of troubleshooting, the csr verified the test strips the patient was using at the time of the alleged issue was expired, the subject meter was set to the correct unit of measurement, and that the patient's blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Although it was discovered that the patient was using expired test strips at the time of the alleged issue, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
((B)(4)). The meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. Product analysis on the test strips is not required since the test strips are expired. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.